Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total gastrectomy, the orvil anvil part detached from the tube when being pulled through the esophagus, with resistance felt at approximately 20cm. Another orvil anvil was used but the same issue occurred. The issue was addressed by anastomose using power stapler approach and suture.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil was observed to be tilted and separated from the tubing. The anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was properly tied at the base of the anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. The device was subjected to a measured anvil retention test. It was reported that the anvil disengaged and was difficult to remove from cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument was subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.